Event description:
The manufacturer received information alleging a ventilator service required alarm relating to a pressure sensor mismatch occurred on a trilogy ev300 ventilator. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a philips remote service engineer, and the error was confirmed. The service engineer recommends replacing the machine flow sensor, proportional valve, and 3-way solenoid valve to resolve the issue. Onsite service has been dispatched in order to repair the device.